Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results when performing a control solution test. This complaint is being reported because the reported result was not within the control range on the vial of test strips. There was no indication that the product caused or contributed to an adverse event.